Event description:
The customer reported getting unconfirmed diagnosis using 12 lead ECG. No adverse impact was reported.

Manufacturer narrative:
(B)(4). The customer reported getting unconfirmed diagnosis using 12 lead ECG. No adverse impact was reported. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.